Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with blood glucose levels above 970 mg/dl. The customer stated he was vomiting the night prior to the event. The customer's family was told that the customer had a urinary tract infection. Troubleshooting was performed and the insulin pump was programmed correctly. Further troubleshooting could not be performed as the customer did not have a filled reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.